Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the clip applier was being used for the cystic duct ligation. The device misfired. There were issues experienced with the loading or firing of the clips. Clips were able to load properly into the jaws and be fired from the device. None of the clips were malformed. The surgeon was able to squeeze the handle when the issue occurred and the jaws were still able to close. In order to resolve the issue and complete the case, another instrument was opened and used. There was no patient injury.